Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged which caused loss of capture with asystole of less than 2 seconds duration. Additional information was obtained from a local boston scientific representative indicating that the physician had first suspected this rv lead was dislodged after looking at the telemetry. This was later confirmed by an x-ray. They believed the rv lead was dislodged at the time the patient reportedly got up to go to the bathroom. At that point, the patient's heart rate shot up to 120 or 130 beats per minute (bpm) and then dropped to 30 bpm. This rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.